Manufacturer narrative:
The instrument was returned and evaluated. The instrument was placed on an in-house system for a cut test. Per the customer reported complaint, failure analysis investigation found that the scissors did not cut cleanly through (B)(4) latex. It was concluded that the damage was likely due to mishandling/misuse. Failure analysis investigation also found small areas of the pad printing removed. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the missing pad printing material, found during failure analysis evaluation, could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the scissors of the monopolar curved scissors instrument were dull. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.